Manufacturer narrative:
(B)(4). Since abbott representative was there during the reported event she was able to discuss with surgeon to turn pocket off and/or program smaller flap diameter to prevent flap creation near limbus and/or blood vessels to help reduce potential occurrence of ac bubbles. She was able to observed the surgeon perform 8 idesign ilasik treatments, 4 wavescan advanced customvue ilasik treatments, and 2 conventional lasik treatments on that date ((B)(6) 2015). No change in ifs surgical settings were done. Observed that surgeon dock with full applanation prior to flap creation and lifted flaps within 1-2 swipes. She observed surgeon use disposable cannulas on day of surgery and that he use alcohol to clean instruments prior to rinsing with sterile water. All pertinent information available to abbott medical optics has been submitted.

Event description:
During surgery support applications support manager (asm) observed patient had anterior chamber bubbles in right eye during flap procedure. It was observed that flap creation was near the limbus/blood vessels. No loss in vision reported. On (B)(6) 2015, it was reported by surgeon that the patient presented to the one day post op visit with trace diffuse lamellar keratitis (dlk) in both eyes. Prednisolone acetate 1% eye drops increased. No flap lift and rinse required. Post op uncorrected visual acuity in right eye 20/20, in left eye 20/25.